Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a solid-state drive (ssd) unit failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the event reported was reproduced. The device had the error code e117 after powering on. This error is caused by a defective solid-state drive (ssd) unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center exhibited an e117 error (otv error). The issue was found during preparation for an unspecified procedure and completed with a similar device. There were no reports of patient harm. This record is related to record with patient identifier (B)(6) .